Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 2.8. Patient began taking coumadin within the past month and has not yet been stabilized; facility is using meter to try and stabilize the patient.